Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis further described as a ¿peritoneal dialysis infection¿ (no further detail was provided). The cause and treatment for the peritonitis was not reported. On an unreported date, the patient was hospitalized, ¿for more than one month¿ (not further specified) and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.